Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted several troubleshooting steps, including using different wall outlets and adapters, but these did not resolve the issue. Technical support decided to replace the pump as it was still under warranty, and the customer planned to use multiple daily injections as a backup insulin therapy. Customer was instructed on returning the faulty pump to tandem and acknowledged the instructions.